Event description:
The customer's daughter stated that the customer was hospitalized for diabetic ketoacidosis. The daughter reported blood glucose levels between 68 and 340 mg/dl since the customer was released from the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.